Event description:
The dealer alleges the charger is getting very hot. No injury is alleged.

Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two yrs and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. MFR spoke with the dealer whom alleges the charger is getting hot. There is no injury reported. Unk if the batteries in the chair are in need of replacement. Filing solely on dealer's statement the charger is getting hot. MFR is working to obtain the charger for eval. The product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this alleged incident. Malfunction is not confirmed.